Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial tray at the cement to implant interface. Competitor cement was used. The x-rays showed a radiolucent line under the tibial tray. During the surgery, the tray came out easily and clean of any cement attached to the underside of the tray. The stabilized insert showed no evidence of wear. When informed that a der was being sent, the surgeon said that it was unlikely that it was a product failure, but probably due to the patient's weight and bmi of 39. The surgeon used a stemmed tibial tray on all patients since 2019 with bmis that are greater than 34. He implanted an attune revision tibial tray with a 50mm cemented stem as the replacement. Doi: (B)(6) 2017 dor: (B)(6) 2021 right knee.